Event description:
It was reported that the customer dropped her insulin pump in the bath and alarmed button error. Customer's blood glucose was 8.9 mmol/l. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. No traces of moisture were noted at the electronic or motor assemblies during the visual inspection. The insulin pump was received with a cracked case at the display window corner and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).